Manufacturer narrative:
The fse observed a clenz leak from broken tubing at pinch valve 48, pv48. The tubing was replaced resolving the leak. Upon recur of the failure mode identified; it is likely to generate erroneous results due to carryover from improper rinsing, in manual mode and/or generate erroneous rbc/plt results due to counting or sizing error. (B)(4).

Event description:
The customer reported that there was a clenz leak of approximately 20ml from the lh500. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were associated with this event.